Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was not reported. It was reported the patient was hospitalized and received unspecified treatment for the event. Patient outcome and action taken with pd therapy were not reported. No additional information is available.

Manufacturer narrative:
B5: upon follow-up, it was reported that the cause of the peritonitis was unknown. It was reported that pd therapy was discontinued and the patient was transferred to hemodialysis. It was reported that the patient has not recovered from peritonitis. Should additional relevant information become available, a supplemental report will be submitted.